Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with infection extended beyond the patch perimeter. The reaction was treated with a prescription of an oral unspecified medication that was prescribed on (B)(6) 2024. At the time of the report, the patient was in stable condition. No additional patient or event information is available.